Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument's cable broke. A clip was loaded in the large hem-o-lok clip applier instrument and the instrument was advanced to position. As the surgeon flexed the wrist when attempting to place the clip, the cable broke. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred after the clip was loaded. After being installed to the arm and after arm was pushed into position inside the patient. The surgeon took control of the arm, and the cable broke while articulating the arm into position. The incident occurred before the clip was attempted to be applied to vessel/duct. While the surgeon had control of the arm, and while the surgeon was in the process of articulating the arm, the cable broke. It was noticed/felt by the surgeon that the cable had become broken and that it would not be able to apply a clip, and the instrument would need to be removed to avoid any possible harm to patient. The horizon vesolock, green/plastic medium-large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.